Event description:
Physician used an angiosculpt device but was unable to cross the proximal portion of the left anterior descending (lad) artery. Physician removed the angiosculpt device and proceeded with a regular balloon to the mid lad. Physician deployed the balloon and stented the mid lad. An hour later, the pt experienced chest pain and was brought back to be treated again. Physician found a dissection on the proximal portion of the lad and stented the area.

Manufacturer narrative:
A dissection occurred during the use of the angiosculpt device which required the lesion to be stented, therefore, additional medical intervention was performed by the physician. There was no clinical injury reported by the physician. The angiosculpt catheter was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because a dissection occurred during the procedure. According to the instructions for use (IFU) for angiosculpt ptca scoring balloon catheter ex, arterial dissection is listed as a possible adverse effect of the procedure.